Event description:
It was reported that stent damage occurred. A 4.00x28mm promus premier¿ drug eluting stent was selected for use to treat the lesion. When the physician pulled the device out of the package, the stent was noted to be crimped and damaged before contact was made. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material,assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).